Manufacturer narrative:
With respect to the returned unit, it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure , unit will lock properly. The DHR review showed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. The complaint was not confirmed. The root cause is undetermined. Device identifier #: (B)(4). Linked to mfg report number: 3004608878-2019-00034.

Event description:
This is 2 of 2 reports. An account manager reported on behalf of the customer that the rocker arm of the a1059 mayfield modified skull clamp failed to lock on (B)(6) 2019 during two (2) unspecified cases. Additional information was received on (B)(6) 2019 indicating that it locks when at different angles however if placed in this one specific position, it does not lock. It was confirmed that there was in contact with patient but there was no patient injury or surgery delay.